Manufacturer narrative:
The patient's ethnicity/race was reported as hispanic by the healthcare professional. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a 47-year-old male patient underwent implant placement on (B)(6) 2026 on tooth location number 5. Per the report the implant lacked primary stability within three weeks of implant placement, the implant was removed on (B)(6) 2026. It was reported that the patient experienced the following symptoms: inflammation severed post operative pain and dehiscence. Per the report no permanent injury or additional procedures were required and no fractured components or fit issues were encountered. It was stated that the symptoms were relieved with the removal of the implant. The patient's bone quality was reported as type iii with good oral hygiene. Event was reported to the dental office located in (B)(6), california